Event description:
It was further reported that the target lesion was located in the moderately tortuous, moderately calcified, 80% stenotic, mid left anterior descending artery (lad). The lesion was predilated three times with three unk balloons. The procedure was successfully completed with a cypher stent of unk size.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was in an unk vessel. The physician attempted to reach the lesion with a 2.50 x 20 mm taxus express2 drug eluting stent, however, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body it was noted that the stent struts were partially open. No pt complications or injuries were reported. Pt status is reported as 'stable, ok'.